Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2024-07390. It was reported that the patient was unable to enter MRI, upon further investigation system diagnostics recorded high impedances on both leads. The patient still had effective therapy. Surgical intervention took place where the leads were explanted and replaced to address the issue. Effective stimulation was restored.